Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, the rear haptic got stuck in the injector. This was noticed after the iol was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.